Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the cassette and solution bag would not tighten. The patient was not connected at the time of the event. The luer connector spun around when the patient tried to screw it in and a tight connection could not be made. The patient planned to restart therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.